Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received clarifies that the biventricular (biv) upgrade during the right ventricular (rv) lead revision was unsuccessful due to patient anatomy.

Event description:
It was reported that the patient presented in clinic. It was noted that high capture thresholds were observed on the right ventricular (rv) lead. Other parameters were within normal range. A possible biventricular (biv) upgrade and rv lead revision was scheduled. The rv lead was explanted and replaced. The biv upgrade was unsuccessful. The patient was stable.